Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead had delivered inappropriate therapy and was oversensing lead noise. The right ventricular lead was explanted and replaced. The patient was recovering after the surgery.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate defibrillation therapy were confirmed. A complete lead in one piece was returned for analysis. An external insulation abrasion was found breaching the cable lumen and exposing the ring electrode coating. The cause of the reported event was due to the exposure of the ring electrode cable coating at the abrasion zone which is consistent with friction to the device can.